Event description:
Customer reported to customer service that she has abrasions and cuts from the freestyle pump, even though she had it set on the lowest suction setting the pressure was horrible. She has seen multiple lactation consultants and is now renting a symphony.

Manufacturer narrative:
Customer was sent a replacement pump and is now renting a symphony breastpump. In the follow up with the customer on (B)(6) 2012, she indicated that she started getting abrasions and cuts within the first 5 weeks; however, after two weeks she developed mastitis. She developed a wound at 13 weeks which was still visible; however, she received treatment for the mastitis and it has now been cleared and is no longer an issue. The customer uses a symphony pump now and no longer is having problems. The pump was returned by the customer for testing/analysis. Based on the fact that the pump tested to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. A medela clinician spoke to the customer on (B)(4) 2012, at which time the customer confirmed that her nipples have healed and her issue has been resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "["Breastfeeding the human lactation" (riordan and wamback, 4th edition, page 294]. The freestyle device was returned for testing with the breast pump kit, but no breastshields. The pump was tested with lab breast shields. The pump was found to be within vacuum and cycle count.